Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of possible site or set occlusion from the infusion set. The customer's blood glucose reading was 131 mg/dl. The customer stated that 8 or 9 of her soft sets were messed up. The customer changed out the infusion sets due to them not working. The customer tried the reservoir as well with the new infusion sets. The customer stated that the infusion sets are not working. The customer will be sent replacement sets.